Manufacturer narrative:
Broken bed extender connector.

Event description:
It was reported in the service report that the bed extender connector was broken. There was no patient involvement or adverse consequences were reported.